Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -11.50/1.5/102 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This did not resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight- unk, race- unk, ethnicity- unk, this product is not marketed in the us. (B)(4). Claim# (B)(4).

Manufacturer narrative:
Correction: b5: reported as problem no resolved. - correct to problem resolved. Claim#: (B)(4).